Manufacturer narrative:
Investigation summary: one photo of a loose 10ml syringe was received and evaluated. It was observed the stopper was not securely attached to the plunger rod. Based on the photo, it was unclear if the retaining ring on the plunger rod was damaged. The insecure stopper condition was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the insecure stopper defect is associated with the assembly process. The aql for incorrect assembly is 0.65%. The defective rate identified is 1 out of 496,400, which is 0.0002%. No corrective actions are necessary based on the defective rate identified. Batch 0300277 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced stopper separation from plunger. The following information was provided by the initial reporter: material no: 302995, batch no: 0300277. This may have been a fluke but our phlebotomist was concerned which makes me concerned. It appears the rubber portion on the plunger came loose while she was drawing the patient¿s blood and almost pushed itself out of the syringe.